Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in hamilton, new zealand. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera, during pre-disinfection microbial test, following 45 days of culture incubation. The unit is isolated and quarantined since 10th september 2024. There is no report of patient injury.

Manufacturer narrative:
H11: through follow-up communication with customer, livanova learned the following additional information: positive results are related to pre-disinfection water samples. The device was cleaned regularly and according to the instructions for use. The hospital does not use patient reusable blankets. The water quality monitoring and the h2o2 check has started to be applied recently. When the device is not used, it is stored full, and customer has recently started to check the h2o2 daily even during days of non-use. H2o2 is added when the water in the tanks is changed (every 7 days). The device surfaces and water circuits are disinfected prior to initial operation and to storing the heater-cooler. The 3t aerosol collection set is replaced after allowed use period (7 days). The device is placed inside the operation theatre during use. The field blue tubing set used with the heater-cooler is not replaced each year as suggested by device instructions for use. The disposable pall-aquasafe water filter with 0.2 m membrane is used for tap water and is replaced every month, but customer used to remove it after each clean and to store it without a cap. It is currently stored capped. No other devices or surfaces in the operating room were tested to identify the source of the contamination, and neither was the tap water. Based on the above, it is stated that heater cooler field blue tubing set is not replaced each year, this behavior is not in accordance with device instructions for use. In addition, no other device or surface in the operating room were tested to identify the source of the contamination, and neither was the tap water. Based on collected evidence, it cannot be excluded that the event was caused by a source of contamination present at the customer site, despite it could not be determined as no other devices/surfaces in the operating room/intensive care unit were tested in order to identify the source of contamination.

Event description:
See initial report.